Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator displayed noise on the right ventricular lead. The noise was oversensed and lead to pacing inhibition with asystole for the patient. There were no reported adverse patient effects due to this clinical observation. The local field representative reported that the patient was seen for an invasive revision procedure. The lead was retested and tested out fine. A loose set screw was suspected. The lead was reinserted and provocative pocket manipulation was performed. No noise or issue was able to be created with the lead. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.